Event description:
The hospital reported that during endoscopic vein harvesting procedure, the hemopro 2 silicone jaw melted off of the device and fell into the patient. The piece was retrieved through the original incision and there were no additional adverse patient effects. A replacement device was used to complete the procedure.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported lot number. There was no nonconformance recorded in the lot history. (B)(4).